Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values while traveling in australia in (B)(6) 2022. During the evening the values were between 300-400¿s and the omnipod insulin pump (closed loop) infused insulin based upon the cgm value. Insulin rate information was not provided. At 10:00 pm the cgm appeared to be functioning as intended. No bg finger stick value was obtained at the time and no symptoms were reported. At 2:00 am the patient had a seizure and was confused. The cgm values appeared to be around 50 mg/dl. The parent alleged that the insulin pump had infused too much insulin during the night based off inaccurate high cgm values because no low alarm occurred. At the time of the seizure, the parent believed the bg value was closer to 30 mg/dl. The parent treated the patient with juice to increase the bg level and transported her via car to the hospital. After arrival no medication was required to raise the patient¿s bg level. During the monitoring period at the hospital she received insulin for diabetes management. The cgm values were ¿40-60 points off¿ from the bg values obtained from hospital staff. Although requested, no specific bg or cgm values were specified by the parent. At some point during the event the parent attempted to calibrate the sensor. The patient was discharged in stable condition less than 24 hours later, and had short term memory loss for a day after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 02/13/2024. The reported issue of an inaccuracy between the insulin pump and the continuous glucose monitor, leading to a serious adverse event, could not be confirmed. No dexcom cloud data was found for the sensor session in question. The patient was using a closed loop system with an omnipod 5 insulin pump in combination with a dexcom 6 sensor. Data from the omnipod 5 pump was reviewed insulet (mfg) and no abnormal algorithm behavior was observed in the logs and insulin delivery, while in closed loop, does appropriately respond to estimated glucose values (egv) and trends. Insulet was able to confirm the alleged the pattern of high egv¿s (~200 ¿ 400 mg/dl) during the evening followed by low egv¿s (48 ¿ 76 mg/dl) the next morning between december (B)(6) 2022, australia time. Insulet concluded that the algorithm was responding appropriately to egv readings every 5 minutes. No additional patient or event information is available.